Manufacturer narrative:
Visual inspection of the abutment showed no damages, and abutment screw was not returned for evaluation. The complaint could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4).

Event description:
The dentist reported the screw of the low profile abutment fractured during the procedure while placing it. When they were trying to remove it patient swallowed the screw.